Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable post procedure.

Manufacturer narrative:
This supplemental report is to correct the previous report to include the PMA number.

Manufacturer narrative:
Analysis was normal. No anomalies were found.